Event description:
It was reported that the patient underwent irrigation and debridement with exchange of x3.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding infection involving a x3 triathlon cs insert #3 9mm was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. Medical not performed as no medical records were provided. Device history review. Indicated that the specified lot was accepted into final stock with no reported discrepancies. Complaint history review. Indicated that there have not been any other events for the specified lot or sterile lot. The source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time.

Event description:
It was reported that the patient underwent irrigation and debridement with exchange of x3.